Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, for the operation of the fracture of the distal radius, variable angle-locking compression plate (va-lcp) was used. After insertion of all screws, when the surgeon used a torque limiter to insert the screw on the upper part of the styloid process, it penetrated. Fortunately, the contralateral bone did not penetrate completely, the screw could be removed. After that, the surgeon tried to insert two cortex screws and the va locking screw again, but he could not lock them. Last of all, when he tried to insert one last screw, it was locked after a great struggle. This complaint is on the va-lcp plate. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4). The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was noted: surgeon followed the technique guide for the procedure. The power tool used to drill during the procedure; the manufacturer is unknown. X-rays were taken during procedure on (B)(6) 2013.